Event description:
(B)(4) from pt's daughter cadd ms3 pump reporting "system fault" advised daughter to switch to back up pump and new one will be sent tomorrow. No adverse event reported as a result. No further info is known. Dose or amount: 40ng/kg/min, frequency: continuously, route: subcutaneous. Dates of use: (B)(6)2016 to current. Diagnosis or reason for use: pah.